Manufacturer narrative:
The investigation confirmed (B)(6) vitros anti-hbs (B)(6) results were obtained from a non-vitros qc fluid and a known anti-hbs free sample (sample 1) processed on a vitros 3600 immunodiagnostic analyzer. A definitive assignable cause could not be determined. Unexpected instrument performance could not be ruled out as a contributing factor. Performance testing undertaken by the customer could not be completed due to instrument condition codes and it was during this performance testing that the (B)(6) result for sample 1 was generated. An ortho field engineer made multiple visits to the customer site and performed actions to optimize instrument performance. Inappropriate pre-analytical sample handling is not a likely contributor to the event as the customer appears to be following the correct procedures.

Event description:
The customer observed (B)(6) vitros anti-hbs results from a non-vitros qc fluid and a known anti-hbs free sample (sample 1) processed on a vitros 3600 immunodiagnostic analyzer. Level 1 qc fluids : 53.5 and 16.9 miu/ml ((B)(6)) versus expected result of 2.5 miu/ml ((B)(6)). Sample 1: 24.9 miu/ml ((B)(6)) versus expected result of <5.0 miu/ml ((B)(6)). A biased result of the magnitude and direction observed may lead to inappropriate physician action. No unexpected anti-hbs results were reported from the laboratory and there was no report of patient harm as a result of this event. This report is number three of three 3500a forms filed for this event, as three devices were affected. (B)(4).